Manufacturer narrative:
No complaint was received with the return of the device. Failure event observed during analysis. Only the distal portion of lead was returned in one piece measuring 50.5 cm. Final analysis found external abrasion breaching the outer insulation exposing the outer coil caused by friction to another device or feature of the heart at 3.7 cm to 8.0 cm and 8.4 cm to 11.5 cm from the distal tip.

Event description:
This report is to advise of an event observed during analysis.